Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Approximately 3 years later, noise was observed. Technical services (ts) noted the amplitude of the noise was large. Pace impedance measurements had some fluctuations reaching greater than 3,000 ohms and returned to normal. The noise was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Ts discussed continuing to monitor if clinical appropriate. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Approximately 3 years later, noise was observed. Technical services (ts) noted the amplitude of the noise was large. Pace impedance measurements had some fluctuations reaching greater than 3,000 ohms and returned to normal. The noise was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Ts discussed continuing to monitor if clinically appropriate. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited loss of capture (loc) in addition to the previous observations. This patient is being scheduled for a lead revision with no date or timeframe known.